Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. It was received in good condition with no appearance of any physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of force sensor test error. To further investigate, a power up test was performed. The customer's issue was duplicated. The force sensor test error was found at power up, and the force reading was out of spec at 0.00 lbs. The force reading is -1.16 lbs. (-0.4 - 0.4 lbs.). Root cause was determined to be the that the force sensor was out of calibration. The pump was cleaned and greased pump, then passed all functional testing.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the b-safe was issued on flow sensor failure. It is unknown if there was no patient, or clinician injury associated with this event.